Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for routine follow-up. An error message was noted while interrogating the device. Rebooting the programmer and reinterrogating did not stop the error message from reappearing. The error was not resolved and the patient was sent home. No further information is available at this time. The patient was stable and was not experiencing any symptoms.